Event description:
It was reported that the patient's "pump not working". The patient experienced spasms. Per the reporter; "they kept increasing the medication". A dye study was performed, which revealed that "the medicine was not moving". The patient was home at the time of the report. A pump replacement was planned.